Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (2000 mcg/ml at 99.1 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient came with a critical alarm on (B)(6) 2019. "Motorstopp" (motor stall) was reported. The catheter was checked on the same date. It was stated reprogramming was possible and the "motorstopp" was solved. The pump was replaced on (B)(6) 2019 and the issue resolved. The patient had no signs or symptoms and the patient status was alive - no injury. The pump would be returned. Contributing factors were unknown. Further complications were not reported.

Event description:
A pump report from an interrogation on (B)(6) 2019 at 13:18 was provided, indicating motor stall occurred on (B)(6) 2019 at 14:11 with a recovery on the same date at 17:41.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Fdm updated. Fdr updated. If information is provided in the future, a supplemental report will be issued.